Manufacturer narrative:
Investigation pending.

Event description:
The customer reported the following events occurring on one patient: approximately two weeks prior to (B)(6) 2017, a test was performed using the consult hcg urine cassette and produced a negative hcg result. A serum quantitative test was performed and produced a positive hcg result. Although requested, no additional information available per customer.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with qc cutoff hcg concentrations and high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Additional information: unique identifier (UDI) number added as (B)(4).